Event description:
On (B)(6) 2026, an incident involving a selenia tungsten mammography system was reported by our customer to a hologic field service engineer. It was reported that the system¿s gantry unexpectedly shut down following a loud bang and the observation of visible sparks. The incident did not occur during a procedure, and there was no patient in the room. No injuries or adverse clinical consequences were reported for either a patient or a user. Upon inspection, the hologic field service engineer determined that a fuse in the distribution box had blown. The fuse was replaced, after which the gantry could be powered on again. In addition, the system¿s main vertical travel assembly (vta) drive board was replaced as a corrective measure. The fse reported that the system has been tested and is functioning within operational specifications. No other information is currently available.